Manufacturer narrative:
It is possible that the stent was dislodged while trying to advance through a highly calcified lesion. A review of the data from quality control indicated (B)(4). Based on the procedural information provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or th device in question.

Event description:
Stenosed iliac predilated and perforated / sheath could not reach area and icast stent came off balloon once out of sheath.